Event description:
The following information was provided: reported by the doctor: patient s.h. Underwent hip arthroplasty with the mako robot - on (B)(6) 2026 with the placement of the accolade ii stem. After a few days in a post-operative consultation, it was noticed that there was sinking of the stem.